Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for a thoracic endovascular repair in zone 2. It was reported that a type ia was observed during the procedure and a non-mdt device was also implanted as treatment. It was reported that when the patient returned for follow up 1.5 years later a dissection was noted. A total arch replacement and conversion to thoracotomy is planned. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.